Event description:
It was reported that the patient underwent inflatable penile prosthesis (ipp) replacement surgery as the pump was not inflating consistently. The ipp was removed and replaced. There were no patient complications.